Event description:
It was reported a 6f angio seal vascular closure device sts plus was used to seal the arteriotomy site post diagnostic catheterization and coronary angioplasty. A pre-deployment femoral angiogram was performed. The device was deployed and hemostasis was achieved. The patient was transferred to holding area and experienced episodes of decreased blood pressure. A femo-stop was applied to the groin area and the patient was taken to CT. The CT revealed retroperitoneal bleeding. The patient was kept over night for observation and released the next day. The representative reviewed the x-rays with the physician; the puncture site was above the common femoral artery at the level above the femoral head. In addition the physician stated there was a possibility the posterior wall was punctured during access. The representative discussed possible complications due to high puncture sites.